Event description:
The surgery center reported experiencing an incomplete flap with a laser vision correction patient on the right eye (od). The surgeon had to manually dissect with a blade and lifted flap. The procedure was completely successfully. At one day post op, the uncorrected visual acuity (ucva) of patient was 20/80 and was presented with a corneal abrasion. In addition, a bandage contacts lens (bcl) was placed. At 4 post op visit the uvca was 20/30 on od.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only did not request field service. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Concomitant product is patient interface lot no. Cp01985. Record review evaluation of concomitant product: the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.